Event description:
It was reported that there was a specific issue that has been occurring in patients with an (B)(4), or dual chamber implantable cardioverter defibrillator (ICD). The patient will have an event that results in a retrograde p-wave, which in turn results in atrial pacing (ap) that times out with no capture, and ventricular pacing (vp) that also times out. This results in another retrograde p-wave, and the cycle continues. The physician recommends having the "short atrioventricular (av) interval" programmable. He believes that if the av interval was prolonged, it would possibly allow r-waves that wouldn't cause the unnecessary right ventricular (rv) pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.